Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Additionally, the customer mentioned that the device will not rewind anymore. The patient's blood glucose at the time of incident was 108 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer pressed the rewind button but the rewind function did not activate. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.